Manufacturer narrative:
(B)(4). The absorb device is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s. Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of angina and thrombosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use (IFU), are known adverse events associated with the use of a coronary scaffold in native coronary arteries. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that the patient presented with angina and a myocardial infarction. The index procedure on (B)(6) 2016 was to treat a de novo lesion located in the distal right coronary artery (rca) with mild calcification. Vessel sizing was done with qualitative coronary angiography. The vessel was determined to be greater than 2.5mm in diameter. Predilatation was performed with a 2.5x12 mm balloon dilatation catheter (bdc) at 19 atmospheres (atm) and a 3.0x12 mm bdc at 10 atm. There was no significant residual stenosis after pre-dilatation. A 3.0x23mm absorb scaffold was deployed at 14 atm. Post-dilatation was performed with a 3.0x9mm bdc at 24 atm and there was no significant residual stenosis. No imaging was performed to confirm the absorb scaffold was fully apposed to the vessel wall. The patient was prescribed dual antiplatelet drug therapy (dapt) consisting of prasugrel 10mg, once daily (od) and aspirin 150mg od. The patient returned on (B)(6) 2016 with angina and sudden onset of perspiration. In-scaffold thrombosis was noted. There was no dissection/flap/residual stenosis and timi grade iii flow was attained. The thrombosis was treated with the implantation of a xience prime. Final outcome post treatment of thrombosis was good. It was confirmed that the patient was compliant in following the dapt after the procedure. The patients medication was changed with an increased dose of aspirin to 325mg od. No additional information was provided.